Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding wear/metallosis and abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the implant record from the index surgery confirms an lfit v40 head was implanted. The revision operative report dated (B)(6) 2019 states there was significant metallosis within the joint. The head had not dissociated but was grossly loose. Once the head was removed the surgeon noted significant deformation of the trunnion with material loss leaving the appearance of a "pointed tip." There is no documentation to confirm or refute elevated serum metal ion levels. The root cause of this issue cannot be established from this limited documentation. Should additional information become available I would be happy to further this assessment." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in her blood, trunnion wear, and metallosis. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of this CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6), 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6), 2007 and was revised on (B)(6), 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update 07-sep-2022 mf: per provided revision operative report: "the pre-existing femoral head component was metallic, it was noted to be grossly loose but still remaining on the trunnion of the stem. The trunnion of the existing stem was inspected and had been severely deformed down to a pointed tip. [...] There was noted to be significant metallosis." The shell and liner were also revised, but there were no reported allegations against these devices. The patient was revised to a competitor construct.